Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the reporter that the patient tests three times a day and manages her diabetes with the insulin pump; her normal readings are between '100's-120's mg/dl'. The reporter stated that on (B)(6) 2011, at around 5:00pm, the patient went swimming and shortly after, started to 'feel low'. The reporter did claim that the patient last tested after lunch but the result was unknown. The reporter then asked the patient to test and the patient obtained a reading of '137mg/dl' with the subject meter. The reporter informed the mss that the patient 'had become sweaty and looked very pale' and decided to get some 'yogurt' for the patient. By the time the reporter got back, the patient had already 'passed out'. The reporter then claimed to have treated the patient with 'yogurt and orange juice to revive her'. Ten minutes later, the patient 'was revived and felt better' and retested with the subject meter and obtained a reading of '168mg/dl', and 30 minutes later, a reading in the '200'smg/dl'. Later on that evening, between 8:30pm and 9:30pm, the patient reported a blood glucose result of '236mg/dl' with the lfs meter and '132mg/dl' on their onetouch ultramini meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and the meter was set to the correct unit of measurement. The replacement products have been sent to the patient. Although the patient was already symptomatic prior to the start of the reported issue, this complaint is being reported because the patient's symptoms, which are suggestive of a serious injury, did not correlate with the reported lfs meter test results and the patient received treatment after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found; however, the test strips involved with this complaint were tested and found to have failed for control solution high. The 510(k) # is k073231.